Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: angina/stenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that during the index procedure in 2007, a total of two xience v stents (4.0 x 15 mm and 3.0 x 23 mm) were implanted. However, in 2009, the patient experienced chest pain (angina), which required hospitalization. Diagnostic coronary angiography revealed restenosis (greater than or equal to 70% restenosis, but less than 100%), which required treatment with revascularization three months later. Balloon angioplasty and implantation of a drug eluting stent (endeavor resolute) were used to treat the first diagonal lesion. The reported patient effects resolved five days later. No additional event or patient information is available.

Manufacturer narrative:
The xience v 3.0 x 23 mm (part# 1009529-23/lot# unk) mentioned is being filed under the same manufacturer number. Restenosis and angina, as noted in the IFU, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Restenosis, angina, and hospitalization are listed in the risk assessment as no-fault post-procedure complications. There does not appear to be any indications of a device quality deficiency. It is possible that the angina was a secondary effect of the restenosis, which required hospitalization and treatment with revascularization. A conclusive case cannot be determined.